Event description:
Hamilton medical ag received the following event description : "flow sensor test failed. Servo board 20ml/s and 500ml/s potentiometers cannot be adjusted to within range.".

Manufacturer narrative:
Inspiratory valve was replaced, the issue was solved.